Event description:
The dealer states the left motor has an internal short and will not drive the power wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.